Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B) (4), 2010, the reporter contacted lifescan (lfs) alleging an "error 1" issue with a one touch ping meter. One to three hours after the alleged issue began, the reporter claimed that the pt developed symptoms of "ketones," sweating, moodiness, frequent urination, and fevers. At 5:00-6:00 pm that same day, the pt administered self-treatment by taking 15 units of humalog insulin. The pt took another 15 units of humalog insulin at 9:00 pm that same day and also 12:00 am, 3:00 am, and 7:00 am the next day. At 9:55 pm on (B) (4), 2010, the pt's blood glucose was tested on an unidentified device and a result of "600 mg/dl" was obtained. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the unresolved 'error 1" issue. There is no evidence, however, that the alleged issue contributed to the pt's symptoms/injury. Based on the time frame as to when the alleged issue began and when the symptoms developed, the pt was most likely in a suggestive state of hyperglycemia before and during the time the alleged issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.